Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire ptfe polytetrafluoroethylene coating was noted to be peeling in multiple areas to 45cm from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. During functional inspection, the guidewire was advanced through a flushed demonstration sl-10 microcatheter, slight friction was noted as the guidewire advanced towards the distal end of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that strong resistance was encountered in the middle part of the shaft when the subject guidewire was inserted into a non-stryker balloon catheter. The guidewire was replaced with a non-stryker guidewire and the procedure was completed successfully using the same balloon catheter. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, flush was given inside the balloon catheter when the guidewire was inserted, the guidewire tip was shaped 60 degrees, and the introducer was used when inserting the guidewire. During the visual inspection, the guidewire ptfe coating was noted to be peeling in multiple areas up to 45cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. The device met all required dimensional specifications. During the functional inspection, the guidewire was advanced through a flushed demonstration microcatheter and slight friction was felt as the guidewire was advanced towards the distal end of the microcatheter, confirming the reported event. It is likely that the damaged ptfe coating caused friction during advancement. The ptfe coating damage most likely occurred as a result of interaction with an accessory device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed 'guidewire difficult to advance' as well as the as analyzed 'guidewire ptfe coating peeling' and 'guidewire friction' since these issues appear to be associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device revealed that subject guidewire ptfe polytetrafluoroethylene coating was peeled. There was no clinical consequence to the patient due to this event.